Event description:
It was reported that ventilator had incorrect delivery of o2 gas. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an incorrect o2 gas supply and that there was noise during ventilation. Our field service engineer investigated the ventilator on site. The pre-use check performed passed the test. During ventilation, it was found that the selected o2 was not delivered correctly and that noise was associated with the failure. The o2 gas module was found to be defective and was replaced to resolve the issue. The o2 hose connector was also working intermittently (unlocking and locking) and the o2 cell cable has a crack. No further issues have been reported. The device logs were not received and no parts have been returned for investigation. Therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref#: (B)(4).